Manufacturer narrative:
The reported complaint was not verifiable. The field service representative (fsr) did not visit the customer and no other issues have been reported. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Per the field service representative (fsr), the ccp will notify him if the message shows up again.

Event description:
It was reported that during pre-cardiopulmonary bypass procedure, there was a "battery cannot be charged - full backup may not be available" error message on the perfuson system. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2015: the perfusionist (ccp) stated after the lines were handed to the sterile field, but before initiation of cardiopulmonary bypass, the ccp saw a message on the central control monitor (ccm), "battery cannot be charged - full battery backup may not be available." When the ccp noticed this message, he attempted to go onto battery back-up, where it showed that there was approximately 200 minutes available. When he plugged the unit back into alternating current (a/c) power, the same message reappeared. The battery icon on the ccm was grey while the message was on the screen, but was green while the unit was unplugged. After the case, the ccp powered down the unit and then repowered it back up and did not receive the message again. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.